Manufacturer narrative:
Product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 17759070.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental submitted to include new information received. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 17759070.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to inadequate stimulation, and to have (magnetic resonance imaging) MRI access. The patient is doing well post operatively and the device will not be returned due to hospital policy.